Manufacturer narrative:
Claim# (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, the patient is experiencing eye pain and headaches. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.